Event description:
On 8/8/95 a pt (undergoing a tonsillectomy) was burned when a gauze pad ignited in the pts mouth. An esu was being used at the time of the incident. Hosp suspects that piece of equipment may have contributed to the incident.